Event description:
During a procedure there was an onset of hemoptysis and a pulmonary artery perforation was confirmed, which required no intervention and self-resolved. Unknowingly, a 14 fr sheath was used due to staff accidently providing the physician a 14fr instead of a 12fr sheath. Bleeding was noted through the diaphragm and the sheath was exchanged, however bleeding persisted. The physician unsure was caused the bleeding. The sensor was then deployed. A CT scan confirmed a perforation in left lower lobe of the left lung. The patient was discharged the day after the procedure ((B)(6) 2023). The physician alleges that the hemoptysis was caused by the control v-18 control wire guidewire (boston scientific) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).